Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified yellow particles, curved opening, fold creases. A leak test was perform and found one opening. A microscopic analysis identified: a curved sharp opening on valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is a sharp opening due to unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.